Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # 279d07. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the current patient status is known, and the patient is stable and doing well. There was no change in post-operative care as a result of the event. Kindly let me know if any further information is required. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel anastomosis, on the stoma closure on the bowel and after completing firing he found out that staple pins are not properly formed. Some pins were incomplete and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # 79d07. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage with no reload present. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties and no malformed staples were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 279d07, and no non-conformances were identified.